Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the cracks on insulin pump's screen and that was hard to see. Customer blood glucose value was unknown at the time of the incident. Customer states the insulin pump was rejected new batteries also had random no delivery alarms. The insulin pump will not be returned for analysis.